Event description:
Same case as MFR#: 2134265-2010-02204. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lesion. Utilizing a rotablator rotalink plus 1.5mm bur, ablation was performed. During the first and second ablation attempt, the bur stalled. Upon removal of the rotawire, it was noted that a fragment of the wire, measuring approximately 20mm, had detached inside the patient¿s lcx. As the facility did not have a snaring device available, the physician opted to leave the wire fragment in the patient. The procedure was completed after implanting a non bsc stent in the lesion. No additional procedures are scheduled at this time. There were no additional patient complications reported and the patient¿s condition was reported as ¿good¿.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).